Manufacturer narrative:
Follow-up #1: date of submission 02/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/18/2016 with the following findings: the bb shows a loss of prime at (B)(6) 2015 19:00. The alarm was confirmed and followed by a por. The pump was powered back on at (B)(6) 2015 08:18; no deliveries occurred then a por. When pump was powered back on the year was set to 2016 and the time/date to (B)(6) 01:36. Pump ran on incorrect year until end of use. Pump was manually suspended on (B)(6) 2015 04:34 and manually resumed at 18:08. A manual time/date change was made from (B)(6) 2007 00:59 to (B)(6) 2015 09:27. Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. No eaw's or por's occured during testing. Unable to duplicate the complaint. Display screen has a pinkish contrast. Battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of over 500mg/dl with a strong, fruity breath odor, rapid deep breathing, abdominal pain, extreme drowsiness, blurred vision, polydipsia, polyuria, chest pain, vomiting, symptoms of dehydration and large ketones. The patient was taken to the hospital, diagnosed with diabetic ketoacidosis, and admitted. The patient was treated in the ICU with IV drip, fluids, magnesium and potassium. Customer support (cs) completed troubleshooting and the basal history does not match active basal program. The reporter stated that the patient received testosterone a week prior. This report is being made due to the bg excursion the patient experienced due to an alleged history setting issue.